Event description:
The manufacturer received information alleging a ventilator had a leak condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending manifold assembly was replaced to address the issue.